Event description:
It was reported a steady pump alarm and then exhibited a non-disposable, pump won't run message. No patient injury was reported.

Manufacturer narrative:
UDI and catalog information are unknown. Operator of device is unknown. Premarket (510k) number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.